Manufacturer narrative:
An event of patient death after one day of the implant of an amulet device was reported. The cause of death was unknown, as no autopsy was performed. Information from the field indicated that the patient was admitted overnight for observation and kept on bed rest for 6 hours post-procedure and the patient's condition was stable after the discharge. The patient's past medical history includes atrial fibrillation and bleeding. Abbott has requested the imaging and operative notes but were not provided by the field. No procedural complications occurred during the implant procedure. The physician from the field suspects the cause of the death may be due to a possible pulmonary embolism following the patient's bed rest. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 34mm amplatzer amulet left atrial appendage occluder was successfully implanted into the left atrial appendage using a 14f amplatzer torqvue 45x45 delivery sheath. There was one device recapture during the procedure. There were no procedural complications. The patient was admitted overnight for observation, and kept on bedrest for 6 hours post-procedure. The patient was discharged the next day. The patient's stay during observation was unremarkable, and the patient's vital signs were stable upon discharge. It was reported on (B)(6) 2023, the patient was found deceased on the evening of discharge from the hospital. The patient was not taken to the hospital and an autopsy was not requested by the patients family. The cause of death was unknown, but it was suspected to be a possible pulmonary embolism following the patients bedrest. The physician did not attribute the event to the amulet occluder or any procedure issues.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.